Event description:
As reported: "we used the recon stryker nail kit today and had some issues. Essentially one of the guidewire sleeves is not straight and we cannot get a guidewire through it. On using this for a revision nail today this essentially meant that the guidewire got trapped in the sleeve without being able to progress any further. This essentially only leaves one sleeve to get a guidewire through when you essentially need two sleeves in slot a and b to ensure the guidewire is appropriately placed."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "we used the recon stryker nail kit today and had some issues. Essentially one of the guidewire sleeves is not straight and we cannot get a guidewire through it. On using this for a revision nail today this essentially meant that the guidewire got trapped in the sleeve without being able to progress any further. This essentially only leaves one sleeve to get a guidewire through when you essentially need two sleeves in slot a and b to ensure the guidewire is appropriately placed." 08/19/2025 - additional information received: "issue noted intra-operatively when trying to place a guidewire through the sleeve. Would not progress. Sleeve with wire removed as jammed. Looked at sleeve and bent and therefore the reason for not enabling the wire to bypass through. Other sleeve satisfactory with no issue. This was a revision nail procedure which was already difficult. We had to use the only sleeve and compromise with one wire and one sleeve with each screw placed alone as opposed to two wires and then two screws. Not as per op tech. Delays caused due to having to remove the sleeve with the wire that was jammed along with further imaging to confirm the wire / screw were through the nail due to issues with the lack of available sleeve. Approximately an extra 30 minutes or so but cannot say exactly. Patient was anaesthetised and the issue was noted intraoperatively. No addition instruments were used. Proximal locking all done with one sleeve as opposed to two.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.